Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. Reservoir tube window ok. Unable to performed functional test due to display anomaly. No crakes noted on reservoir window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated there is big blob looking thing on display and when outside it is difficult to read. Customer stated that there is crack on the reservoir chamber of the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.